Event description:
The customer contact reported the patient received more medication than intended, subsequent to patient tampering. At an unspecified time, the device was programmed in the pca only mode to deliver dilaudid 1mg/ml. No further programming parameters were provided. After an unspecified length of time, the nurse noted the patient's IV site was infiltrated. At this time, the patient was reported to be "narcotized with slurred speech." Reportedly, the medication vial was "empty" instead of "almost full" vial as expected. The patient was treated with an unspecified dose of narcan and was transferred to the ICU for observation. The customer contact stated the patient had used a "plastic fork, was able to get behind the door, open the door and on the little lip at the top of wedge was able to push the vial to get the medication." It was specified the amount of medication the patient received. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded at the user facility. A review of the most recent activity on the history showed in 2006, at 9:04pm, the pump was programmed to deliver a drug concentration of 1mg/ml in the pca only mode, a 0.1mg pca dose, a 5min patient lockout, & a 3mg 4hr limit. At 9:05pm, the patient lockout was changed to 8mins. At 9:06pm, the door was locked. At 9:09pm, there was a 0.1mg patient initiated pca delivery. At 9:11pm, the door was opened and locked. Between 9:14pm and 10:30pm, there were seven 0.1mg patient initiated pca deliveries and four unmet demands. At 10:33pm, the door was opened and the total cleared. At 10:34pm, the door was locked. Between 10:36pm and 11:26pm there were five 0.1mg patient initiated pca deliveries and ten unmet demands. Between 11:25pm and 11:35pm, the door was opened eight times and locked seven times. At 11:36pm, there was a vial alarm and an empty syringe alarm. Between 11:37pm and 11:57pm, there were seven door alarms. A new date stamp of 09/02/2006 occurred. Between 12:01am and 12:25am, there were nine door alarms. At 04:16pm, there is a low battery alarm and at 08:23pm the battery discharged. Review of the pump history indicates that the pump delivered as programmed.